Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the revision was now planned for (B)(6) 2021 instead of (B)(6) 2021.

Event description:
Additional information from the rep stated that the lead revision took place on (B)(6) 2021. The perforated lead was removed. A new lead was implanted and connected to the extension. A partial part of the not perforated lead was removed. Impedances were all normal. Stimulation was successful. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 09100-60 lot# serial# (B)(6) implanted: (B)(6)2020 explanted: (B)(6)2021 product type lead product ID 09100-60 lot# serial# (B)(6) implanted: (B)(6)2020 explanted: (B)(6)2021 product type lead product ID 37083-40 lot# serial# (B)(6) implanted: (B)(6)2020 product type extension product ID 37083-40 lot# serial# (B)(6) implanted: (B)(6)2020 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(4), ubd: 14-apr-2024, UDI#: (B)(4); product ID: 09100-60, serial/lot #: (B)(4), ubd: 14-apr-2024, UDI#: (B)(4), MFR site: foreign: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that one of the two electrodes perforated the skin. The patient felt a tingle on the electrode, and scratched on that localization. The patient cut off the electrode because she though it would have been a thread. Explant was planned on b)(6) 2021, and the patient went to the family doctor for antibiotic therapy after calling the implanting department. The patient had to take antibiotics until the explant date. The issue was not yet resolved as of (B)(6) 2021. The patient was alive with injury. The issue occurred during normal use.